Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain and femoral loosening. During the revision, the articular surface component was noticed to be broken.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received, both devices exhibit signs of being implanted. The articular surface exhibits pitting, discoloration, and has the post fractured off. The explanted femoral device shows a total lack of cement on the anterior portion. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. Per the package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional concomitant medical products: nexgen lps-flex option femoral, size f-lt catalog#: 00596401651 lot#: 61215998; unknown tibia catalog#: ni lot#: ni; unknown patella catalog#: ni lot#: ni; unknown cement catalog#: ni lot#: ni. Fracture analysis of the articular surface shows evidence of use with possible wear, burnishing and indentations, and evidence of possible oxidative damage at the base of the post. Indentations on the post potentially from the femoral component indicate possible impingement from the femoral component. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.